Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited out of range pacing impedances that triggered a lead safety switch from bipolar to unipolar. This pacing impedance had a trending increase during the last three months and had been stable before. There has been a change in threshold in the same time frame. Since the lead changed polarity, noise has been observed and there is evidence of pacing inhibition that lead to more than two seconds asystole. The lead has been surgically abandoned. No additional adverse patient effects were reported.